Manufacturer narrative:
Complaint number (B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Device was not returned by facility.

Event description:
Patient underwent a thorascopic assisted maze procedure in 2010. The procedure consisted of ganglonic plexuses ablation, right and left pul vein isolation, la appendage stapling, and roof and floor lesions which were connected using the cool rail. Postoperatively required pacer pod 4 for junctional bradycardia. Two weeks after surgery admitted with syncopal episodes and gi bleed requiring six units of blood. Cat scan of head normal and with no obvious source of bleeding gi deferred work up for a later date echos were unremarkable. Patient in nsr. Two weeks after that admission patient admitted with fever, and the next day had a seizure and cat scan c/w basal ganglia stroke. No afib at any time and always on monitor. Echos without thrombus. Developed a peripheral vision loss. Before discharge had another fever, another seizure and this time a cta was done which did not reveal any new stroke but small amount of cerebral vessel venous air. This was not seen on two cat scan after the cta so it was felt to be related to the procedure. Patient recovered with no further neurological issue other than the vision loss.